Event description:
The patient reported his blood glucose reached 50.0 mmol/l (900 mg/dl) less than 48 hours after the pod was activated and he had to be hospitalized for nine weeks (3 days in the intensive care unit) before being released from the hospital. They treated him with an infusion of 8 liters of nacl, insulin and morphine for his pain.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.